Manufacturer narrative:
The investigation is ongoing. Results will be provided in the final report.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the side rail opened when the patient leaned on it. Due to that the patient fell and sustained serious injury (headache and vomiting).

Manufacturer narrative:
Following the event, the device was inspected by the arjo service technician. No issue with the side rail locking mechanism was found, locking and unlocking of the side rail operated correctly. However, additional investigation was conducted at the manufacturer's site. The process of analyzing the data is ongoing to establish the root cause of the reported event. Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
Following the event, the device was inspected by the arjo service technician. No issue with the side rail locking mechanism was found, locking and unlocking of the side rail operated correctly. However, additional investigation was conducted at the manufacturer's site. The side rail is raised by holding side rail hande and pulling the side rail up and away from the bed until it locks in the raised position. While raising locking pins slide on the bearing plates. When in raised position, the locking pins are pushed into holes by springs. The holes for the locking pins has a chamfer that facilitates the pins' engagement into the holes. To lower the side rail the blue release lever needs to be pulled. Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended¿. The operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The manufacturers investigation is ongoing to check whether it is possible that the side rail is incorrectly locked in raised position. Conclusions will be provided in the final report. UDI number: (B)(4). The device is distributed outside the us and no gudid information exists.

Manufacturer narrative:
Instruction how to lock the side rail is described in the citadel plus instruction for use (831-374): ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ ¿to minimize risk of falls and injury, the bed should always be in the lowest practical position when the patient is unattended.¿ the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or an approved service agent should be contacted. The process of gathering and analyzing the data is ongoing to establish the root cause of the reported event.

Manufacturer narrative:
Following the event, an arjo service technician visited the facility and was informed that several nurses had previously touched the side rail during the patient treatment or positioning. It appeared to be securely closed in raised position. However, when the patient was instructed to lean her back against the side rail, it suddenly gave way. The arjo service technician inspected the device and found no malfunction in the side rail locking mechanism. Additional testing, using random samples, were conducted to simulate the reported situation when side rail opens when a load is applied. It was found that once the side rail is lifted to an upper, close position, it remains securely lock. The unexpected opening is unlikely. Another simulation showed that when a blue release lever (which is used to open a side rail), is pulled quickly and "forcefully", the locking pin may move out of its position into the chamfered area. In that situation, the side rail remains in raised position but is not locked. Citadel plus instructions for use states "pull the blue release lever and lower the side rail, holding the side rail until it is completely lowered". To sum up, the side rail could open unexpected, due to the locking pin moving out of its intended position, after the blue release lever was pulled. The side rail opened unexpectedly, therefore the arjo device failed to meet its performance specification. The device was used for patient treatment and therefore played a role in the event. The complaint was assessed as reportable due to the allegation that the side rail opened when the patient leaned on it. The patient fell and sustained serious injury. UDI number: (B)(4) the device is distributed outside the us and no gudid information exists.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The nurse reported that while she was attending to the patient, the patient leaned against the right-hand foot-end side rail, which subsequently opened. Due to that the patient fell and sustained serious injury (headache and vomiting).